Event description:
Pt was revised to address femoral loosening with fibrous ingrowth, causing pain and instability. It was noted that the pt had fallen about six (6) months post-op.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.